Event description:
It was reported that during use the right ventricular (rv) lead exhibited non-physiologic oversensing/noise with a suspected fracture. The rv lead was capped, remains in the patient and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 419388 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.